Event description:
It was reported that the patient had mild erythema with a little drainage. It was noted also that there was mild oozing at the site.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.